Manufacturer narrative:
X-ray review addressed shoulder arthroplasty humeral component is visualized. There is bone destruction/osteolysis of the proximal humeral metaphysis which may be due to infection, osteolytic bone tumor, granulomatous osteolysis or less likely sequela of trauma. Islands of bone adjacent to the proximal humeral metaphysis may be due to heterotopic ossification or displaced bone fragments.

Manufacturer narrative:
(B)(6). Customer has not yet indicated whether the device will be returned to zimmer biomet for evaluation. If necessary, a follow-up MDR will be submitted to reflect changes to the investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty revision due to unknown reasons. The patient was converted to a reverse shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.